Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-21503419-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure the fiber stopped working with 33,406 joules having been used. The fiber was exchanged and the second fiber was utilized to complete the procedure. Additionally it was reported that 285,637 joules were used and 29:07 minutes expended. Its unknown which fiber these joules and time expended is related to. Patient outcome reported to be "ok". No injury reported.